Event description:
On 01/dec/2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly issues. They reported that the patient had an infection. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed the patient was diagnosed with peritonitis. The patient did not require hospitalization. The patient was prescribed antibiotic therapy (drug, route, dose, and frequency unknown) ending on 06/dec/2023. Attempts to obtain additional information were unsuccessful.